Event description:
It was reproted that the pt experienced a loss of therapeutic effect following a myogram. There was no fall or trauma to the area near the implantable device. Current impedance measurements were normal. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.